Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified creases fold, wear abrasion and an opening(linear) on radius. Leak test and microscopic analysis were performed which identified an opening crease(sharp) on radius. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease(sharp) on radius due to fold(flaw) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.